Manufacturer narrative:
(B)(4). Date sent: 4/18/2023. D4: batch # unk. Investigation summary. This is an analysis of three photos submitted to ethicon endo-surgery for evaluation. During the visual analysis, the following was observed: the photos show a blue reload on the hands of the user and the pan can be seen. Partially dislodged and some loose drivers. Based on the photos the event described is confirmed, however, no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. We value the opportunity to fully analyze the instrument upon its return. As part of ethicon endo-surgery quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. A manufacturing record evaluation was performed for the finished device lot number 908a78, and no non-conformances were identified.

Event description:
It was reported that before the surgery, opened the packing, noted the device was damaged. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.

Manufacturer narrative:
(B)(4). Date sent: 5/15/2023. D4: batch # 892a57. Investigation summary : the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned reload. Visual analysis of the returned sample revealed that the gcfrgb reload was returned unfired with the reload pan partially dislodged from the proximal side. In addition, 5 double drivers out of position, and 2 double drivers missing, making the reload non-functional. No functional test was performed due to the condition of the reload. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached on what may have caused the reload pan to dislodge.  A manufacturing record evaluation was performed for the finished device batch number 892a57, and no non-conformances were identified.